Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was big air bubble in the reservoir. Customer's blood glucose level was unknown. Customer also stated that the needle on the first reservoir got stuck on the insulin vial. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoir and transfer guard. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated one open and used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to performed pre-fill test.